Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. After pre-dilation with a peripheral catheter balloon (pcb), an 8.0 mm x 40 mm x 80 cm (4f) sterling¿ balloon catheter was advanced for further dilatations. However during the first inflation the balloon ruptured and could not be expanded. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.